Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was broken the left upper corner of the screen has a black mark, they were unable to read the screen so they replaced the battery and now the act button doesn't work. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector.insulin pump received with cracked and bleeding lcd glass. Also, missing segment/partial display due to complete damaged to the lcd glass.